Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high pacing impedance and non-sustained episodes showed oversensing at the same time. Pocket manipulation did not elicit any oversensing. It was also reported that there had been an increase in bipolar pacing capture threshold. The lead will be closely monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.